Manufacturer narrative:
Tw (B)(4). Updated sections: b1,b2 ,b4,b5,g3,g6,h1,h2,h6,h11.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, all of a sudden, the transector stopped working and cannot dissect any tissues or branches. They tried changing the black cable but was not working. They tried turning on and off the black machine where the maquet cable is connected but still have the same results, the transector was not working. So they decided to change the evh kit. Vessel harvesting was completed with the new getinge evh kit." Nothing was detached. There was a 30 min procedural/surgery delay and a hole in the vein. The hole in the vein was stitched up by the surgeons. Patient was stable.

Event description:
N/a.

Manufacturer narrative:
Trackwise - (B)(4). Updated field: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. The device was returned to the factory for evaluation on (B)(6) 2025. An investigation was conducted on (B)(6) 2025. A visual inspection was conducted. Signs of clinical use and evidence of blood of blood was observed on the intact jaws and intact heater wire. There were no visual defects observed on the intact silicone insulation on both the cold and hot jaws. The heater wire was observed to be intact. The shaft of the harvesting device was observed to be bent in the middle of the shaft as well as close to the base of the jaws. The jaws were observed to be slightly open. The blue toggle was manipulated to open and close the jaws. The jaws were able to be closed and opened with no visual or physical difficulties observed. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. No excessive smoke and/or steam were observed during the testing. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four (4) repetitions using "max life test method stm2048073. The device successfully transected tissue four (4) times. No final testing was conduced due the bent shaft. Based on the returned condition of the device as well as the evaluation results, the reported failure "electrical /electronic property problem" was not confirmed, however, the analyzed failure "material twisted/ bent shaft" was observed. The lot # 3000475738 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure or the analyzed failure.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, all of a sudden, the transector stopped working and cannot dissect any tissues or branches. They tried changing the black cable but was not working. They tried turning on and off the black machine where the maquet cable is connected but still have the same results, the transector was not working. So they decided to change the evh kit. Vessel harvesting was completed with the new getinge evh kit." Nothing was detached. There was a 30 min procedural/surgery delay and a hole in the vein. Patient was stable.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.